Event description:
Boston scientific rec'd info that this pt heard beeping tones for the past two weeks and upon device interrogation, the device was found to have reached end of life (eol). It appears this device had depleted prematurely and was subsequently explanted and returned for analysis. A new device was successfully implanted. No adverse pt effects were reported during the replacement procedure. This device was included in a field safety action communication on 06/01/2011 regarding premature battery depletion (population one). Previously, this device did exhibit a battery depletion error, however the issue was analyzed via device memory download. Upon review of the data it was determined the device's battery depletion was within normal limits and the device therapy was un-effected. The device continued to be monitored at that time.

Manufacturer narrative:
The product has been rec'd for analysis. This report will be updated upon completion of analysis.